Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, distributor) regarding a kyphon kit used on patient having transcutaneous vertebroplasty therapy. It was reported that balloon ruptured during expansion and a contrast agent leak was detected at 70 psi during balloon inflation. Procedure was successfully completed and patient symptoms were unknown. There was a delay of less than 60 minutes in overall procedure time. There were no further complications reported regarding the event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis # (B)(6) product:k09a, lot no: unknown visual and functional inspection revealed the center of the balloon has been damaged and leaks when tested. The damage is consistent with the balloon coming in contact with bone spurs when the balloon is inflated in the vertebral body. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.